Manufacturer narrative:
Coopersurgical, inc. Is currenlty investigating the reported conditon.

Event description:
Electrode didn't charge so there was no cauterizing ability. Unable to perform procedure. Complaint verified - replaced diaphragm, hand pc adapter and front case update. Coag power too hi - adjusted. Repair order (B)(4). Leep system 1000 esu gen 52969 (B)(4).

Event description:
Electrode didn't charge so there was no cauterizing ability. Unable to perform procedure. Complaint verified - replaced diaphragm, hand pc adapter and front case update. Coag power too hi - adjusted. Repair order (B)(4). 1216677-2022-00072 leep system 1000 esu gen 52969 e-complaint (B)(4).

Manufacturer narrative:
Investigation. X-inspect returned samples . *analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured 10/16/2003 under wo #(B)(4) and shipped 10/23/2003. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log 97992 this unit was at csi on 03/03/2022. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the root cause is attributable to wear and tear of the handpiece adaptor. It will directly impact the output of the handpiece. Adjustment to the coag power output is viewed as normal for a unit in service for 19 years. Pertaining to the diaphragm - the diaphragm was changed out due to a previous finding where the material degraded to the point where it no longer functioned as intended and prevents activation of a unit. This unit's diaphragm was in working order. However, the corrective action for this issue requires returned units be updated to the new material and applicable on this unit. Correction and/or corrective action. Coopersurgical service and repair adjusted the coag power to specifications, updated the front casing, replaced the diaphragm on the unit, tested and returned it to the customer. Engineering has successfully tested a replacement material made of silicone for use in repairs going forward, eng-test-10341-r. The IFU was also updated to add a safety check via ecn-20444. A service bulletin was issued to existing customers informing them to check for this issue and return the unit if needed. All product in fg and sk, as applicable, were reworked to replace the previous versions of the dfus on all applicable products. The repaired unit will have been repaired with this new silicone material.